Manufacturer narrative:
Investigation summary: the center reported that on (B)(6) 2018 the patient completely cut their driveline in order to stop pump support. The patient was residing in a skilled nursing facility in (B)(6) when the event occurred. The facility called the vad team on call at (B)(6) immediately after the event. The patient had verbalized that he had a poor quality of life and felt like a burden to his family after requiring to reside in a skilled nursing facility due to medical conditions. The patient was stable and had no shortness of breath at rest. The patient had been on vad support for about 6 years and their last echo demonstrated a functional ejection fraction. The patient was fully mentally competent to make their own decisions at the time of the event. The medical decision was made for the patient to continue without vad support. The patient continued to be monitored via phone updates from the skilled nursing facility and as of (B)(6) 2018 the patient was stable without vad support. No tests were completed during this time. The patient was then placed on hospice care. Initially, the patient was feeling okay and had no significant heart failure symptoms. The patient was refusing all medications. The patient remained that way until (B)(6) 2018 when they passed away around 5pm. The vad coordinator concluded that the patient cutting their driveline and stopping all medications led to the patient¿s death; however, a specific cause of death was not determined. The pump was not explanted and, therefore, no product was returned. The heartmate ii patient handbook contains a section on caring for the percutaneous lead. The heartmate ii patient handbook also contains important warnings related to pump stops. The patient handbook emphasizes that it is extremely important to protect the percutaneous lead. Damage to the lead may cause the pump to stop. The patient handbook warns that if damage to the percutaneous is suspected to call the patient¿s hospital contact person right away. If damage to the electrical wires inside the lead is confirmed, the heartmate ii pump should be replaced as soon as possible to prevent serious injury or death. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. (B)(4) was shipped with heartmate ii lvas IFU rev. A (document #105747) and heartmate ii patient handbook rev. C (document #103885). The heartmate ii patient handbook contains a section on caring for the percutaneous lead. The heartmate ii patient handbook also contains important warnings related to pump stops. The patient handbook emphasizes that it is extremely important to protect the percutaneous lead. Damage to the lead may cause the pump to stop. The patient handbook warns that if damage to the percutaneous is suspected to call the patient¿s hospital contact person right away. If damage to the electrical wires inside the lead is confirmed, the heartmate ii pump should be replaced as soon as possible to prevent serious injury or death. The heartmate ii patient handbook also provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file for this event.

Manufacturer narrative:
Age of device: 6 years, 3 months, 29 days. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2012. It was reported that patient attempted to commit suicide by cutting the percutaneous lead on (B)(6) 2018. Lvad system alarmed for 'red heart'. Patient's family placed patient on hospice care subsequently. It was reported that patient was doing well without vad support. No tests were performed during this time period. Patient did not show any significant heart failure symptoms but refused all medications. Patient remained this way until (B)(6) 2018 when the patient passed away around 5 pm. Voluntarily cutting of drive-line can be interpreted as the cause of death related to device that caused the pump to stop. Device was not explanted, therefore, it will not be returned. No further information was provided.